Manufacturer narrative:
Zimvie did not receive one (1) unknown zimvie abutment for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown zimvie abutment] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was material selection of the product is not adequate to withstand occlusal forces therefore, based on the available information, a device malfunction was verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device was not returned.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that regarding site 12, there was a broken abutment. They said they needs a new one done but this one was placed approx. 20+ years ago. The implant appears to be a biomet certain (internally hexed) implant with a piece of a broken screw in the implant. Screw replacement should be a iunihg. The fractured screw had been removed from implant.

Manufacturer narrative:
Zimvie complaint number (B)(4).